Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp) received on 06oct2023, it was stated that they were still waiting on accessories. In a gfe response from the asp received on 20nov2023, it was stated that the power management (pm) printed circuit board assembly (pcba) had been replaced to resolve the report issue. The device was confirmed to be fully operational and had been returned to use. The replaced pm pcba was stated to be planned for return to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint about the v60 ventilator indicating that there was a 35-volt power supply failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The investigation is ongoing.